Event description:
It was reported that the patient's generator has been at end of service for sometimes, but no replacement has been performed because it was believed that the patient wasn't receiving efficacy from the vns therapy. It was reported that the patient was seen and it was thought that the patient was having psychogenic seizures and not related to vns therapy.

Event description:
It was initially reported that the patient felt that her vns was causing her to have an increase in seizures. She has her generator disabled (B)(6) 2010. Good faith attempts for more information have been unsuccessful to date. Neither the physician's current office nor previous office had any information to provide.